Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage and a display anomaly. The customer explained that the screen had a small crack and a bleeding spot and the display was missing the top line. Blood glucose level was unknown. The customer did not recall any significant events leading to the damage. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.